Event description:
On admitted (B)(6) 2022 for new-onset erythema to right knee incision /s/p rtkr 6/20/2022 (w/ unremarkable hospital course, discharged home (B)(6) 2022). Had been doing well w/ pain control and physical therapy until noticed redness(B)(6) 2022 and called the office and was prescribed duricef po bid. She took two doses (B)(6) 2022 5:00 pm and(B)(6) 2022 8 am). However, redness and warmth worsened. Denied fever or chills, but had a small amount serous drainage to the proximal incision. Admitted to (B)(6) for aspiration and possible antibiotic coverage. Infectious disease was consulted. Blood cultures remained negative, as did right knee aspiration cultures. After the aspiration, the patient was started on vancomycin 2 g IV q12 h and zostyn 3.375 IV q 6 h. Vanco trough (mildly elevated 18.8) and renal function (wnl) were monitored closely while on vance. Vanco dose was lowered to 750 mg q 12 h. On (B)(6) 2022, given incisional appearance and healing, it was decided patient did not need to undergo surgery. IV antibiotics were switched to po duricef 500 mg bid and po doxy 100 mg bid to complete total 14 days treatment. Dermatology was consulted on (B)(6) 2022 as per ID and they recommended mupirocin ointment bid to incision, triamcinolone 0.1% ointment bid around incision site and domebro soaks daily for 2 weeks. Patient was discharged home (B)(6) 2022. Note - box and packaging discarded after use of dermabond on 6/20/2022, as there was no reason to save. The reaction occurred 10 days later. For this reason the lot number is unknown. Two other patients from (B)(6) 2022, same ors, same surgeon & assistants had skin reactions to dermabond, but not severe as this patient. No packaging was maintained for those either, as the two other reactions were also later (B)(6) 2022 for 66 yo male w/ redness and on (B)(6) 2022 for 77 yo male w/ small bumps. Both prescribed duricef and topical applications).